Manufacturer narrative:
Results, conclusion: stent deformation. Procedural related. (B)(4).

Event description:
It was intended to use a 3.50 x 15 mm endeavor resolute rx drug eluting stent to treat a lesion exhibiting 85 % stenosis in the left coronary artery. The device was inspected prior to use with no issues noted. The lesion was first pre-dilated at 8 atm. 50 % stenosis remained after pre-dilation. It was reported that the endeavor resolute device could not cross the lesion. On removal of the device from the patient, it was observed that the stent was deformed. No additional clinical sequelae were reported. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 1st proximal stent segment was raised and deformed. Please note that this device (endeavor resolute rx) is distributed outside the united states; however it is similar to the united states distributed product (resolute integrity rx).